Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. At the earlier stage of treatment, the patient was treated with an unspecified anti-inflammatory drug (intraperitoneal) and was then changed to an unspecified anti-inflammatory drug infusion for the event. The patient outcome was not reported. Pd therapy was withdrawn at the stage of the later stage of treatment. The reporter declined to provide additional information.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in june 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.